Event description:
During the index procedure, one endeavor sprint drug-eluting stent was implanted in the lad. Approximately 57 months post-index procedure, the patient suffered a stroke. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).